Event description:
A malfunction was reported when the customer's pump may have gotten wet, resulting in malfunction code 12 being displayed multiple times. There was no adverse impact to the customer's blood glucose level. The customer was advised to switch to multiple daily injections as a backup therapy while waiting for a replacement pump, which was sent by technical support. The customer understood and acknowledged the instructions for returning the problematic pump and using the replacement.